Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise and oversensing which resulted in an inappropriate shock. Additionally, pacing impedance measurements had been increasing and had exceeded 2500 ohms. No lead damage was noted via x-ray and fluoroscopy. However, a lead fracture was suspected. A revision procedure was performed and the system was removed from service and replaced. Visual inspection of the device header did not identify any anomalies. No additional adverse patient effects were reported.